Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The facility representative reported to baxter (B)(4) that a cystoflo bag had leaked. This was observed during unloading. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.